Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 129 mg/dl (patient's meter) and 49 mg/dl (paramedic's meter). With the blood glucose result of 129 mg/dl, the patient experienced hypoglycemia symptoms of shaking and one corner of the mouth hung down. The patient's husband treated her with coke and cookies. The paramedics were contacted and performed a blood glucose result of 49 mg/dl. The patient was transported to the hospital and treated for 2 days. The blood glucose results and the treatment provided at the hospital were unknown.